Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard was not working properly. A field service engineer (fse) receded and rebooted the station, confirmed keyboard functionality, and verified all cabling. The fse replaced the backup battery and installed the rear bumper kit and network plugs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire keyboard was not responding. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.